Event description:
The facility reports that the stitching of the supporting loops to the main body of the support belt became unraveled/broken, allowing the loop to slip from the supportive device. Little direct info was received as to how the incident occurred and what took place. More info was requested, but none became available. It was indicated the resident being supported by the belt has a weight of approx (B)(6). The date of the event was not provided. (B)(4).

Manufacturer narrative:
The sling features a cord system that is threaded through the sling; the sling is, in turn, fitted around the pt's waist. The cords go through the sling strap and hold the sling to the lift. On the sling involved in the incident, a chest strap is located on the string and is to be fixated around the pt's abdomen. The chest strap closes with a velcro closing patch. This way, the sling is secured around the pt. Based on pictures received, it was clear that the webbing holding the cords on the lift to the sling, connecting the lift and sling, had come undone. However, it did not appear to have been ripped out with force, as the case might have been should the sling have somehow become stuck in the mechanical process, such as laundering, getting stuck under the lift leg and raised, or other possible forms of misuse. The sling was returned for further investigation. After the MFR's designated complaint handler could not find an indication of the root cause of failure, the sling was handed over to the MFR's sling specialists. Their findings were as follows: the sling is documented to have passed an end check and the safe working load test with the supplier. The inside stitching of the loop has come undone. It can be established that the seam of the strap was not ripped through the fabric in a violent way; no fabric appears to have been ripped with holes. However, at the inside of the sling where the loop stitching appears to have come loose, the fabric has been damaged and is fraying. At the "outside" of the yellow strap, the stitching thread and pattern is still present, while the part of the thread that goes through the sling and comes out on the inside of the sling, towards the pt, appears to have been worn through stitch by stitch. The extremely localized wear of the thread on the inside of the sling appears to point to a rubbing action of some sort of coarse surface on that spot on the inside of the sling. From a simulation and an analysis of what could represent this coarse surface, it quickly became apparent that it can be considered likely that, when the chest fixation strap is not correctly put around the waist of the pt, but instead is left inside the sling, around the pt's back, it can possibly rub against the sling. Having established this, mfg has replicated the rubbing action to see what damage it could cause and if it would be likely to be in line with the damage found on the involved sling. The result is that the stitching pattern thread in fact does come loose as with the incident sling, little by little. The slow progress of the stitching and fabric deterioration implies that this rubbing damage, as found on the incident sling, is the result of many such occurrences. The use of the sling and also the chest strap is clearly and thoroughly described in the lifter operating and product care instructions (opi) under the section "using your sara plus," and shall be an integral part of any training on the product, as it is essential for the safe and comfortable transfer of the pt. Also, under the section "care of your sara plus," there is a warning box which states, "it is essential that the sling attachment cords, the strings, their straps and attachment clips are carefully inspected before each and every use. If the sling, cords, or straps are frayed, or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." Although the customer indicated that the sling was not washed prior the incident, it should be noted that not following the washing instructions can also cause this type of damage. The opi clearly states that "arjo strongly recommends that the support strap is removed from the sling prior to washing, to prevent velcro hook damage to the fabric of the sling. The support strap should be washed separately with the velcro patches in the "closed" position (i.e. Fold the strap over on itself and press the velcro mating halves together). Always ensure the support strap is reconnected to the sling before use." Complaint monitoring and incident vigilance reveals that there has been no similar complaint reported to the MFR with this issue to date. Based on the info gathered, the investigation, and eval, the MFR cannot determine with certainty a conclusion as to what has caused the alleged ripping of the strap. However, the info gained from the investigation would seem to point to a possible root cause of: the lifting process not being carried out as described in the lifter opi (not with the chest strap around the pt, but left around the back of the pt, inside the sling, rubbing away the stitching), the sling not being checked for wear and disused as appropriate, as warned against in the opi, and/or possibly - although counter-indicated by the customer - not following the sling washing procedures. In conclusion, although it cannot be proven beyond any doubt with the info at hand, from this investigation it appears the root cause is that the customer did not follow the opi on the use of the product and the check for wear. This combination appears to be rare in appearance and therefore is considered to be unlikely to recur. Based on the conclusions of this investigation, the MFR cannot come to a corrective action towards the product at this time, as info and relevant warnings are already present throughout the after sales documentation and shall be an integral part of any training of the product against the opi. However, complaint and incident trending will be monitored for possible future actions.